Manufacturer narrative:
One (1) "used/damaged" universal plus laparoscopic electrode, l-hook, 5mm x 32cm was returned for evaluation. Visual examination of the device found the tip of the device sheath had broken off and this confirmed the reported device breakage during use. An apparent gouge in the insulation sheath was observed approximately 1/8 inch into the distal end. The detached piece was not returned for evaluation. Examination under a microscope showed that the sheath was only slightly deformed and it appeared to have been subjected to heat, along with the l-hook electrode insulation. There were also axial marks on the outside of the sheath near the gouge, indicating that the sheath had been contacted with another instrument or device. The sheath material is somewhat flexible, as is characteristic of teflon fep [fluorinated ethylene propylene]. In an attempt to reproduce and identify the cause of the reported breakage, a sample universal plus electrode was pulled through various metal reusable trocar cannulas several times, aggressively contacting the distal end of the cannula. No damage similar to the complaint device could be duplicated or observed. Also, the distal end of the sheath on the sample electrode was cut with a knife and compared with the complaint device. Again, the cut material was not similar to the damage observed on the complaint device. The exact cause of this reported breakage was unable to be determined. However, the physical damage observed on the insulation sheath under the microscope gave an indication that the cause of breakage was most likely use related. The device was manufactured on 18-feb-2015. A review of the device history record for this lot found no noted discrepancies during the manufacturing process that could have caused or contributed to this reported insulation breakage. Of the lot containing eighteen hundred (B)(4) units, there has only been this one (1) reported complaint. A two (2) year review of product history for this device revealed no similar occurrences for a broken tip of the distal sheath of the device. During this same two (2) year time frame, over (B)(4) units were sold worldwide, making the occurrence rate for this failure mode (B)(4) percent. To date there have been no patient short or long term adverse effects reported regarding this incident. The universal plus laparoscopic electrode, l-hook, 5mm x 32cm, is a single patient use, electrosurgical l-hook blade with suction/irrigation capability for use in surgical endoscopic procedures. To prevent damage to the device and prevent patient injury the instructions for use (IFU) provides the following precautions and warnings: examine this device prior to use for damage. Do not use if damage is found. When electrosurgical instruments and accessories from different manufacturers are employed together in a procedure, verify the compatibility prior to initiation of the procedure and ensure that electrical insulation is not compromised. These electrosurgical suction/irrigation instruments should only be used by surgeons trained in surgical endoscopy according to established hospital protocol.

Event description:
The customer reported that during use of a universal plus laparoscopic electrode, l-hook, 5mm x 32cm, in a laparoscopic right salpingo-oophorectomy procedure, a small piece of the insulation sheath at the distal tip of the device broke off into the patient's peritoneal cavity. The small, broken piece of the device was apparently suctioned and removed from the patient for the detached piece was found in the suction canister. Information received from the end-user indicated that the tip of the sheath was not hit by anything and the device was not handled roughly. There is no report of patient injury or any reported long term consequences that resulted from the reported incident. No additional information received in regards to patient demographic information.